Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 41 mg/dl at the time of incident. The customer¿s current blood glucose value was 192 mg/dl. Customer stated that they passed out due to low blood glucose. The customer treated low blood glucose value with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. Troubleshooting was performed. The customer will continue the use of the device.